Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the all buttons were unresponsive. The customer¿s blood glucose level was unknown. Troubleshooting was declined for button issue. Customer stated the button was not unresponsive during an easy bolus attempt. Customer stated that the buttons were not responding. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked keypad connector. No button keypad anomalies noted. Insulin pump passed the sleep current measurement, active current measurement and displacement test. No low battery alarms or unexpected battery power loss alarm noted during testing. Insulin pump functioning properly.